Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood result are 95-110mg/dl fasting. Verified the strips expire 02/13/2017. Customer confirms the strips are stored in the bathroom. Customer is unaware when he first opened the vial of strips. Reviewed meter memory: no adverse event reported.

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Correction of MFR report #: incorrect reported as 1052693-2014-00958, correct MFR report #:1052693-2015-00958.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 95-110mg/dl fasting. Verified the strips expire 02/13/2017. Customer confirms the strips are stored in the bathroom. Customer is unaware when he first opened the vial of strips. Reviewed meter memory: 31mg/dl, (B)(6) 2015,10:21:00 am, fasting: yes; 41mg/dl, (B)(6) 2015, 10:10:00 am, fasting: yes; 109mg/dl, (B)(6) 2015, 10:17:00 am, fasting: yes; 4:82mg/dl, (B)(6) 2015, 10:45:00 am, fasting: yes; 47mg/dl, (B)(6) 2015, 10:43:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 95-110mg/dl fasting. Verified the strips expire 02/13/2017. Customer confirms the strips are stored in the bathroom. Customer is unaware when he first opened the vial of strips. Reviewed meter memory: 31mg/dl, (B)(6) 2015, 10:21:00 am, fasting: yes; 41mg/dl, (B)(6) 2015, 10:10:00 am, fasting: yes; 109mg/dl, (B)(6) 2015, 10:17:00 am, fasting: yes; 82mg/dl, (B)(6) 2015, 10:45:00 am, fasting: yes; 47mg/dl, (B)(6) 2015, 10:43:00 am, fasting: yes. No adverse event reported.